Event description:
A site representative reported that they needed a replacement clamp as the screw was stripped on their instrument. There was no patient present.

Manufacturer narrative:
Lot # and manufacture date now provided.

Manufacturer narrative:
There was no patient present.manufacture date was unavailable as no lot number was provided and the part was discarded.no device received by the manufacturer for evaluation as it appears to have been discarded by the site.